Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vessel. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation and was initially inflated to 15 atmospheres for 10 seconds. However, during the second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient condition was good.